Manufacturer narrative:
Ees# 975028-j. D6: device returned with no lot identification. H6: only obturator was returned. The obturator was found to be functional. The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers & technicians are listed below. Visual inspections & results: bullet tip condition, abcd)good; inner gasket condition ab)cut; obturator condition, abc)good d)poor; outer gasket condition, a)cut b)good; sleeve condition, ab)good & trocar condition abcd)good. Functional tests & results: does safety shield retract, abcd)yes. Analysis conclusion: based upon the inquiry info received & the visual examination, it was concluded that the inner gaskets & one outer gasket on the sleeves had become cut, making the instruments non functional. There were four obturators & two sleeves returned. Three of the four obturators were received in good physical condition. The fourth obturator was observed to have a malformed portion of the seal protector, which allowed the blade to remain exposed from the bullet tip. Both sleeves were returned with the inner gaskets cut & sleeve "a" also has a cut outer gasket. It could not be concluded if the gaskets had been cut by the obturator that had a portion of the seal protector malformed, which allowed the blade to remain exposed. No conclusion could be reached how the portion of the seal protector had become malformed. Each instrument is evaluated during the assembly process to ensure that it functions properly. The centering of the instrument upon insertion or removal may reduce the possibility of the seal being inadvertently damaged. Co strive's to understand each incident as it occurs in order to continuously improve the products.

Event description:
During a heller myotomy the seals leaked on three trocars, with instruments in them and out of them. The case was completed with the trocars. Two sleeves and 4 spikes are being returned. It is not known which of the spikes was from a trocar that did not leak. There was no consequence to the pt.